Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose has been high; the site was inspected and the tape was coming off. The daughter also had a bent cannula. The patient's blood glucose at the time of incident was 417 mg/dl. The patient manually treated and her current blood glucose is 154 mg/dl. Troubleshooting was declined as the mother was certain that the bent cannula caused the high blood glucose. No products were returned or replaced.